Event description:
It was reported that the patient's implantable neurostimulator in a power on reset (por) condition. The por was cleared. The patient had not been able to turn their device on for one month. Additionally, it was reported that the patient was programmed to one program. 3.8v/420pw/30hz and therapy impedance of 801ohms and current 57ua. Additional information has been requested from the hcp, but was not available as of the date of this report.